Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital experiencing shortness of breath. Upon interrogation, the left ventricular lead exhibited chronically elevated sensing. No interventions were considered.

Manufacturer narrative:
Previously reported initial MDR was missing with initial reporter city and report source to address study.

Manufacturer narrative:
Correction: elevated pacing threshold should have been reported.

Event description:
New information noted that the left ventricular lead exhibited chronically elevated pacing threshold. No intervention was being considered.